Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. The patient is not pacemaker dependent, but experienced dizziness. The rv lead is pending a revision. The patient was stable.

Event description:
Additional information was received that no intervention will be performed to address the event as the patient has passed away. The death of the patient was not cardiac related.